Event description:
It was reported to medtronic neurosurgery that the needleless adapter on the pt line stopcock came loose and disconnected while flushing the system to remove pt debris.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. No impact to the pt was reported.